Event description:
In 2009, the lay-user/pt contacted lifescan alleging an "error 5" issue with a one touch ultramini meter. The pt manages his diabetes with glucotrol, glucophage, lantus insulin, and "abentis." The pt indicated that the alleged issue started at 3:00 am. On the day of event. As a result of the alleged issue, the pt claimed that he received insulin treatment from an emergency room (ER) in the next day, at 6:29 pm. He was reportedly treated with 30 units of lantus insulin. According to the pt, his blood glucose was also tested on an emergency medical services (ems) meter and a result of "5 something" was obtained. It is not clear if the result was obtained at 6:29 pm in the same day. The pt denied developing symptoms because of the alleged issue. It would have been helpful to known the following info: the pt's testing frequency, the details of his diabetes management regimens, what actions the pt took before going to the ER, what his last meter reading was before the alleged issue began, and what date/time the last result was obtained. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that he received insulin treatment and a result of "5 something" on an ems meter a day or two after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.